Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue, touchscreen would not calibrate. The fse replaced the touchscreen assembly (0160-00-0123), calibrated unit and verified that touchscreen would respond to touch commands. Also replaced the cover case and wheel assembly as a precaution. The wheel assembly and case were not broken however, fse could see that it could potentially become an issue in the future. Product passed all functional and safety test per manufacturer specifications. Returned to customer. The failure analysis and testing dept. Received part number 0160-00-0123 with a reported unit failure of touchscreen not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the touchscreen is unresponsive. No root cause identified. Based on the information in the complaint, as visual inspection did not identify any damage, the probable root cause is no touch input of the touchscreen due to component reliability

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the touch screen of cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient involvement.